Event description:
A peritoneal dialysis patient called fresenius technical support regarding a drain complication in drain 1 of treatment. The patient stated he went to the clinic due to an infection (peritonitis and fibrin). The patient stated he entered the manual exchange at the time of setup. The patient stated he was only able to drain 2mls in drain 0 and bypassed to fill 1. The patient is now in drain 1 and has only drained 489mls out of 2496mls in about 3 hours. The patient stated he had fibrin this morning. The patient was advised to stop treatment and drain manually.

Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no evidence of dried fluid inside of the cassette compartment. A simulated treatment was performed and completed without failure. All functional tests passed. A review of the device history record showed no unexpected variances, adjustments or comments in the device records. A review of the complaint tracking system showed no other complaints for this device with the symptom codes identified in this complaint. A review was performed by the post market clinical department. Per the pharmacovigilance physician, the peritonitis event predated the technical support call and was attributed to contaminated water. There is no contact between dialysis solution and the cycler which would cause an infection. Peritonitis is a known complication of peritoneal dialysis; there is no report of device malfunction or cassette leak. This is a retrospective MDR being submitted by fresenius medical case as a remediation action committed to FDA regarding all potential adverse events rec'd between (B)(6) 2011 to (B)(6) 2013.